Event description:
It was reported that the procedure was to treat a moderately tortuous, concentric, and 79% stenosed mid left anterior descending artery. Pre-dilatation was performed with a balloon catheter at 10 atmospheres. A 2.5 x 38 mm xience prime stent was deployed when a dissection was observed. Another 2.5 x 38 mm xience prime stent was implanted to seal the dissection. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effect of dissection, as listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product deficiency.